Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that insulin pump had moisture under display screen due to dropping insulin pump into water. Insulin pump was dried and battery was changed. Insulin pump was not able to exit the rewind loop and received a failed battery test alarm after another battery change. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The pump passed all functional testing, including the idle current, run current, self test, off no power, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery, displacement and rewind tests. No failed battery test alarm or prime anomaly was noted. The pump had no moisture damage on the electronics and motor noted. The pump also had a cracked reservoir tube lip.